Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided. UDI not available. Additional device information unknown. Email address unknown / not provided.

Event description:
It was reported that while trying to place implant, driver disengaged. Procedure was completed using other tool

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) retaining 2.5mm hex drive r latchlock (rhd2.5) was returned for investigation. Visual evaluation of the as returned product identified signs of use. The tool did not reveal any damage. Functional testing was conducted using a stock zimmer implant and mount. Tool engaged and did not loosen from mount. A pre-existing condition noted on the per was unknown bone density type. The reported device was being used on an unknown tooth site (fdi). The length of the device usage is unknown. Device history record (DHR) review was completed for the subject lot number (63779931). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63779931) for similar events and no other complaint was identified. Review completed utilizing keywords: disengaged. Based on the available information, device malfunction did not occur and the reported event was non-verifiable without return of all items / devices involved.